Manufacturer narrative:
(B)(4). Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the display window/cover found on 19-nov-2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer keypad overlay texture damagepillowing keypad overlay, missing display window/cover, cosmetic damage was confirmed at the display window/cover.

Event description:
Information received by medtronic indicated that the insulin pump was ripped off black part on top of the screen. No harm requiring medical intervention was reported. The customer will discontinue use of the device.